Event description:
The MFR received info alleging a ventilator failed to operate on ac power. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at a third party service center, the device's power supply was replaced to address the issue. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter (B)(4).